Event description:
The user stated they ran one patient serum sample for ferritin and received a result of <0.500 ng/ml which was reported. The doctor questioned the result and the same sample was repeated on (B) (6) 2010, with a results of 78.97 and 72.48 ng/ml. Results provided for total psa for this patient sample were also discrepant. The initial result was 0.012 ng/ml and the repeat result on (B) (6) 2010, was 8.21 ng/ml. The user did not know if the patient received any treatment based on the initial result. The ferritin reagent lot number was 15603402. The field service representative could not find a cause. He checked the sr and sipper probe adjustments, checked the liquid level detection voltages and checked and cleaned the gripper. To verify the analyzer operation, he ran performance tests, calibration, qc and precision testing with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.